Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed which found that the device did not rotate, displaying an e2 error caused by pins being pushed back in the connector. The pin pushed back in the connector was determined to be a result of the connector not being properly aligned and forced into the female connector when plugging it into console. The reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that prior to surgery, it was observed that the motor device was stopping intermittently. There were no delays to the scheduled surgical procedure as an identical spare device was available for use. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.